Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op a hand assisted lap sigmoid colectomy, the patient had a post op bleed. It is unknown if the patient had a blood transfusion. It is unknown if the patient was taken back to surgery. It is unknown how the bleeding was controlled. It is unknown how much blood loss. It is unknown the condition of the patient. The device was discarded. No additional information is available.additional information received on 1/28/2010:after talking with the surgeon, the patient had to have a blood transfusion and a possible colostomy.additional information being requested.